Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. Excessive was observed and the lens remains implanted. Per the reporter on (B)(6) 2019, "patient is fine, lens will be replaced (B)(6) 2020." Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: b5 - "excessive was observed" should be corrected to "low vault was observed". Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: it was reported that on (B)(6) 2020 the lens was exchanged with a longer length lens and the problem resolved. H6: patient code 3191: no code available (secondary surgery, lens exchange) claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial witih moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).